Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas presented recurring alert 38 indicating consecutive stalled motor after a supply change during which the user experienced difficulty inserting the cartridge and observed leakage; the user restarted the device multiple times with the alert reappearing after approximately twenty minutes, and the issue resolved when the user switched to an older box of supplies, suggesting a connector or cartridge issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor condition associated with the supply connector or cartridge, and a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.